Manufacturer narrative:
(B)(4). Event is under investigation at this time.

Event description:
Per the info provided, the pt had one malecot drainage catheter inserted on (B)(6) 2009 for an abdominal abscess drainage after a surgical procedure. There were no complications during the procedure reported. However, on (B)(6) 2010, it was discovered that the tip of the device was broken. An additional surgery was performed to retrieve the separated tip and another drainage device was inserted at that time. No info was provided relative to the condition/outcome of the pt.